Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure for the right atrial (ra) lead and right ventricular (rv) lead, the patient died. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were no complications during the implant procedure and there were no reported performance issues with the implantable pulse generator (ipg) device system.